Event description:
Micro sagittal saw was sent for evaluation because it was leaking oil after cleaning. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device. An analysis of a sample taken from the device showed a close spectral match to an unsaturated aliphatic glycol ester such as sorbitan trioleate. There were no matches from the stryker library of compounds.